Event description:
It was reported to st. Jude medical, that the lead was explanted when noise was observed on the electrograms. The noise could not be re-created and the physician elected to replace the implantable cardiac defibrillator and the lead.